Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a broken off end cap. The alarm for a loose drive support cap could not be verified and the drive support cap could not be inspected due to the missing end cap. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had an issue with the prime/delivery alarm on his insulin pump. The customer's blood glucose level was 265 mg/dl. Customer stated the drive support cap of the insulin pump is off. Insulin pump will need to be replaced. No additional information provided.